Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "broken keypad" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an inoperable column 2 blue softkey and number 1 key . The keypad required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had broken keypad found during testing in the biomedical service department. There was no patient involvement. No additional information is available.